Event description:
Pt. Was brought to emergency dept. In full arrest with cardiopulmonary resuscitation being performed including ventilation via nasotracheal tube by vital signs "code blue" resuscitator. When pt. Was turned over to e.r. Team, resuscitator was found to be only partially (about 50%) reinflating after each breath delivered. Adjusting oxygen flows did not alleviate problem & resuscitator was removed from service. Device was returned to vital signs quality control for examination.